Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 12 x 80 mm armada 35 dilatation catheter referenced is filed under MFR report # 2024168-2018-05014.

Event description:
It was reported that during the procedure, a 12 x 80 mm armada 35 dilatation catheter was used. Several inflations were made. The balloon was noted to be leaking and was removed without issue. The 14 x 60 mm armada 35 dilatation catheter was then used; however, during the attempt to inflate the balloon, the balloon would not inflate. The device was removed without issue. A non-abbott dilatation catheter was then used without issue. No additional information was provided. Device analysis of the 14 x 60 armada 35 found a longitudinal balloon rupture.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed. The inflation issue was confirmed and a longitudinal rupture was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported inflation issue and noted balloon rupture appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.